Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed cut and leak at switch 1, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use which states: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a cut on switch 1, water tightness was lost, forceps channel port, grip and the plug unit were scratched, suction cylinder had no color, due to cut on the heat shrinking tube of the forceps elevator, expected insulation capacity cannot be obtained, objective plug was chipped, light guide lens was cracked, connecting tube and universal cord was wrinkled, and the switch was cut . The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a valve near the slide that is punctured. During evaluation, the following reportable issue was found: the nozzle has foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.